Manufacturer narrative:
The field service representative reported the customer resolved the issue by performing maintenance and calibration. Based on the information provided, the cause of the event could not be determined.

Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and chloride electrode results for 1 patient sample on a cobas integra 400 plus analyzer. The initial sodium result was 171.8 mmol/l and the repeated result was 141.8 mmol/l. The initial potassium result was 4.4 mmol/l and the repeated result was 3.6 mmol/l. The initial chloride result was 86.0 mmol/l and the repeated result was 109.9 mmol/l. The sample was repeated due to the results being flagged in the customer's lis (laboratory information system). The results were reported outside of the laboratory. The repeated results were believed to be correct. The electrode lot numbers and expiration dates were requested, but not provided.